Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noted at the tip of the arterial sheath. The physician elected to convert to carotid endarterectomy (cea) to complete the procedure. It was reported that the procedure was completed successfully and the patient is stable.